Manufacturer narrative:
Additional analysis was performed on the device. The original automated longevity did not use the correct left ventricular (lv) pace percentage. The longevity was recalculated manually and it was determined that the device had met longevity expectations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 5071-53 lead, implanted: (b)6) 2011.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted and replaced due to reaching elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.